Event description:
Baxter (B)(4) received a report that an infusor had its fill port break during filling. The device was being filled with a solution of fentanyl citrate and saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one device for evaluation. The injector (syringe) was returned with the unit for evaluation. Visual examination confirmed the reported condition of a broken fill port. "Tooling" marks were observed on the outer surface of the infusor's fill port. The "tooling" marks suggested that a tool may have been applied on the infusor's fill port in order to remove the syringe tip from the fill port. The root cause was not identified. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.